Event description:
Spontaneous call. Patient reports beeping from pump, no error. She switched cassette toother pump, same issue. She made new cassette and infusion working fine. Patient believes it to be cassette issue. Lot4203283 did the reported product fault occur while in use with the patient? Yes did the product issue cause or contribute to patient or clinical injury? No is the actual device available for investigation? Yes, at this time. Did we [MFR] replace device? Yes did the patient have a backup device they were able to switch to? Yes if yes, was the patient able to successfully continue their infusion? Yes is the infusion life­ sustaining? Yes what is the outcome of the event? Resolved. No additional information or dates reported. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace device? Yes. Did the patient have a additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes. What is the outcome of the event? Sending new cassettes, resolved?, ongoing? Reported by (B)(6) by: patient/caregiver.